Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 mixed mitral regurgitation (mr) for a mitraclip procedure. During the preparation, while lowering the grippers, it was noted that mitraclip xtw grippers were not on the same level. Clip was still used and implanted successfully. It was noted that there was unusual resistance in the handle. During preparation of the second mitraclip ntw, grippers were noted to be on different levels. Clip was still used and implanted successfully. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported.